Manufacturer narrative:
Quality assurance reviewed the device labeling for the remstar pro m-series user manual and determined that the 6 foot length of flexible tubing is specifically indicated as the required accessory to assemble the recommended pt circuit for therapy. The labeling also provides a figure indicating the recommended device and tubing placement, routing the flexible tubing behind the headboard of the pt's bed to help prevent the device from falling off of the nightstand or table. Quality assurance has determined that routing the flexible tubing in accordance with the recommended placement would also help to prevent a tripping hazard. Quality assurance also reviewed the complaint history associated with the m-series platform of continuous positive airway pressure (CPAP) devices for similar reports of serious injuries sustained due to tripping over the flexible tubing. The complaint history was reviewed from jan 1, 2006 through jan 13, 2011. No similar reports were discovered. The MFR has reviewed the complaint record and determined that the reported incident represents an allegation that the length of the flexible tubing accessory to the device may have caused the pt's fall. Based on this allegation and the serious nature of the pt's injury, a 30-day medwatch reported will be filed with the FDA. Based on the review of the device labeling and complaint history for this platform of devices, (B)(4).

Event description:
Quality assurance received additional info on dec 14, 2010, with regard to this incident originally reported to the MFR in apr of 2008. The new info represents an allegation that a pt was injured when he tripped over the flexible tubing (pt circuit) of an m-series obstructive sleep apnea therapy system. The pt reported tripping over the flexible tubing of the device in the middle of the night. When he fell, the pt reported that he struck his face on the corner of a nightstand in the room causing injury and subsequent vision loss in his right eye. The pt asserted that he made requests to the durable medical equipment supplier for flexible tubing of a shorter length. The device was not returned to the MFR. The pt's attorney reported that the device has been discarded by the pt and cannot be made available for eval.